Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service (cs 064) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box revealed one cs 064 alarm. An ez-prime and 24 hour duration test were successfully completed with no call service alarms duplicated. The pump cover was removed and there was no evidence of internal moisture observed. There was no damage to the internal components or printed circuit board found. The motor latch was found to be fully closed with no damaged. The complaint was confirmed in the pump history but it was no duplicated during testing.